Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose over 400 mg/dl (22.2mmol/l) while wearing the pod between 5 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. The skin was swollen and red. The cannula looked normal. As treatment a new pod was applied.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.